Manufacturer narrative:
(B)(4) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device was emitting a burnt electrical smell. The patient was connected at the time of the event. This occurred during dwell two of peritoneal dialysis therapy. The care giver stated they unplugged the homechoice device and were not going to turn it back on. The technical service representative advised the care giver to use continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed and it was found that the accomp pcb had melted components. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported event was verified. The direct cause was determined to be melted components on the accomp pcb. To correct the reported issue, the device was sent to service with instructions to scrap the accomp pcb. Should additional relevant information become available, a supplemental report will be submitted.